Manufacturer narrative:
Investigation has determined that in very rare cases, a disturbance of the sample liquid level detection (lld) may occur due to fretting corrosion on the sample probe connector. This occurred due to a production change for the connector. In those cases where the disturbance of the lld occurs, the affected sample probe may dip into the sample material deeper than intended, therefore the sample probe may be not washed adequately, which may lead to carryover. The affected sample probe connector type has been changed in production to a new connector type. With that new connector type, the lld is ensured to fully function as specified. A guide for identifying potentially affected sample probes is being provided to customers. The potentially affected sample probes will be exchanged free of charge to customers. In addition, a workaround for this issue is being provided to customers to implement until their new probes are received.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated they were receiving short sample and sample probe up/down alarms. They reported they had an erroneous result for one patient sample tested for alb2 albumin gen.2 on a cobas 6000 c (501) module. The sample initially resulted as <0.2 g/dl. This value was reported outside the laboratory. The sample was repeated on another analyzer, and the repeat result was 4.3 g/dl. The laboratory issued a corrected report with the repeat result. No adverse event was reported for the patient. The alb2 reagent lot number and expiration date were requested, but not provided.  Calibration was successful prior to the event. Qc was not performed after the event. The field service engineer was dispatched. He noted short sample and sample probe up/down errors generated by the analyzer due to the sample probe. He replaced the probe and checked the probe positioning. Qc was performed and within range, and no further sample probe errors occurred.